Event description:
On 15th december 2023, rayner received notification from its us affiliate company of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that the patient had signfiicant astigmatism post-operatively and loss of contrast necessitating explantation of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided sttaes that approximately one month post-operatively the patient had signficant astigatism and loss of contrast necessitating an additional surgical procedure to explant the lens. "Deviation from target refraction" and "lens replacement or extraction" are listed in the "adverse events" section of the rayone IFU. The rayone hydrophilic iol risk analysis identifies the following as possible causes of deviation from target refraction; incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/ calculations (e.g., previous lasik procedure), functional style of lens, incorrect selection of +dioptre power; lens inserted back to front; patient unable to adapt to functional style of lens; patient with small pupil diameter; functional style of lens; use of multifocal lens in both capsular bag and sulcus; incorrect selection of near/ far dominant by surgeon. There is insufficient information available to determine the cause of the patient visual outcome in this case. Rayner is following up with the reporting healthcare facility to obtain additional information to facilitate further investigation of this event.